Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called technical support engineer (tse) and reported that the errors c-34 on vio integrated electro surgical generator unit (iesu) during energy activation, the customer decided by itself to try to use force triad generator, but bipolar energy didn't work so he decided to covert the surgery in laparoscopic surgery. The caller called the tse later, after the surgery had been converted in laparoscopic surgery. Not possible to verified force triad setting, generator has already been removed. Tse could only try to ask to caller an iesu reboot. The caller reported erbe boots with error c-00. Tse asked to clear the fault and to try to activate energy using the laparoscopic pedals. Caller reported errors c-34. The procedure was converted to laparoscopic surgery with less than 15 minutes of delay and with no harm for the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion did not result in increasing port size incision or adding additional ports. There was no injury to the patient.